Event description:
It was reported that the cartridge was "popping off" the pump. There was no reported adverse impact to the customer's blood glucose level. Reportedly, the customer resorted to an alternate method of insulin therapy. No additional information regarding the issue was provided.